Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time. Retain cartridges of the same lot # b201457 were tested and passed testing with no defect found. No leaks or failures were observed on the cartridges.

Event description:
The reporter, the patient's mother, reported the insulin cartridges were leaking into the cartridge compartment. Troubleshooting revealed there were no cracks in the insulin cartridge and the patient's technique was correct. There was no adverse event associated with this event.